Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump was noted to be unresponsive despite plugging the pump in to charge. The customer's blood glucose level ranged from 131 to 143 mg/dl. After charging the pump, the pump turned on. No alerts or alarms were observed in the pump history. The customer loaded a new cartridge and resumed insulin delivery.